Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that the device was implanted to help with the pain on the right side and across the small of the back. It's helping with the right side, but not the small of the back anymore. The patient had a return of symptoms and he has been having a lot of pain on the left side. The patient was not sure if the system was reaching where it should. The pain was shooting from the small of his back down to his foot. He had been going to physical therapy and that has helped some, and now the pain goes from the small of his back to the knee, but it was still very tender and very painful. He can't sit or stand very much. They think it is sciatic nerve pain and bursitis in the hip. These changes in symptoms were reported to be sudden in nature starting in (B)(6) of 2016. The patient needed to get a MRI done, but he couldn't get the implantable neurostimulator into MRI mode because the battery was low and he had been trying to charge the implantable neurostimulator the weekend prior to the report, but had no luck. The patient had poor coupling, and he is too big for the belt and can't use it. An antenna locate feature resulted in 4 bars. Since he got 4 bars, he was going to charge it up and get the device into MRI mode. There were no implantable neurostimulator pocket issues reported. The patient was sent adhesive discs to try to help with coupling.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.